Manufacturer narrative:
Evaluation summary: the analysis confirmed that the device was returned with the distal tip of the blade broken off. The device functioned in air while being activated. However, the device did not cut due to the condition of the blade. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert warns: "avoid accidental contact with other instruments during use".

Event description:
It was reported that during an unknown procedure, the instrument blade broke. Case completed with a like device. No patient consequences.